Manufacturer narrative:
After completing a collimator exchange, the operator placed the empty collimator exchange cart near the gantry. When gantry rotation was initiated, one of the two detectors made contact with the empty collimator exchange cart, causing it to fall against the cart containing the low energy high resolution (lehr) collimators. The philips field service engineer (fse) confirmed there was no patient impact and no harm to the operator for this event. The fse evaluated the brightview xct system and determined that one of the lehr collimators had sustained damage and needed to be replaced. The philips fse discussed with the customer about replacing the damaged lehr collimator; however, the customer site elected not to replace the damaged lehr collimator for their brightview xct system. The philips fse confirmed there was no malfunction of the brightview xct system, and this event was caused by use error. The system is in clinical use. A trained operator is instructed by the instructions for use: ¿warning to help prevent collisions that can injure your patient or damage equipment, observe the following guidelines: make sure that a qualified operator is always present during equipment use to prevent collisions with the patient. Vigilantly watch the patient to make sure that equipment or patient motion does not result in patient harm or equipment damage. Before you start a study, make sure that the equipment can proceed through its full range of intended motions without coming into contact with the patient or objects. The emergency stop buttons activate quickly to stop detector and gantry motions. Make sure that you are familiar with the location of the emergency stop buttons, and do not hesitate to use them. ¿warning: do not place objects near the gantry/patient vicinity.¿ ¿caution: keep the collimator exchange cart clear of all brightview moving parts; collisions with the exchange cart can cause personal injury or serious damage to equipment.¿

Manufacturer narrative:
Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported a collimator exchange cart was left in the path of the moving detector, resulting in the cart being pushed over. This resulted in damage to the collimator. At this time there is no indication that a malfunction has occurred. However, there is potential for injury to an operator or bystander. This issue has been determined to be a reportable event. This event is currently under investigation.